Event description:
The customer contact reported device breakage; subsequently, bleed back was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, it was reported that the tubing "snapped off" below the clave port. An unspecified volume of bleed back was noted in the tubing. There were no reported adverse patient effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).